Manufacturer narrative:
(B)(4). Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that when removing the shield, the needle with the shied was separated from the barrel. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 9231316. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Conclusion:based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: "on 15 oct 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Rationale: CAPA# (B)(4) has been opened to address this issue."

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had the hub separate from the device. The following information was provided by the initial reporter: the customer stated ¿when removing the shield, the needle with the shied was separated from the barrel.¿